Event description:
It was reported that cardiac arrest occurred requiring resuscitation. The patient underwent percutaneous coronary intervention (pci) of the non-tortuous mid left anterior descending artery. A 2.75 x 48mm synergy xd drug-eluting stent (des) was implanted. However, after removing the post-dilatation balloon catheter, a stent fracture was observed. A rotablator was subsequently used to gain access as the devices could not pass. A 2.50 x 48mm synergy xd des was then placed, however, during the procedure, the patient went into cardiac arrest. The patient was resuscitated, and the patient condition was stable.